Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: head unit was worn out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of cable unit, noise occurred, and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a black line across the entire height of the image when used. There were no reports of patient harm.